Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the contact stated that the touchscreen was having issues. Customer's blood glucose level was not provided. The customer was in school and works; therefore, not sure when customer will be available for troubleshooting. Contact declined tandem customer technical support (cts) follow-up and indicated that they would call back. Cts attempted to obtain additional information; however, was unsuccessful.